Event description:
It was reported via repair work order that the head end brakes could not remain engaged due to broken brake pin tube guide. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.